Event description:
It was reported that while using bd facscanto¿ ii system w/fluidics cart spray of fluid occurred. The following information was provided by the initial reporter spray of fluid under pressure. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Fluid - facsflow solution. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Yes, until the container overflowed. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) yes. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5). 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6). 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.) 7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin. No, protective ppe gear like gloves was worn when handling the instrument. 8. Which part of the body was in contact to the fluid? (Please describe then go to question #9). 9. What personal protective equipment (ppe) was being worn? (Please describe then go to question #10). 10. Was there any impact to patient samples due to leak? (If yes, go to patient samples checklist, if no go to question #11). 11. Was customer harmed/injured? (If yes, provide details - how and to what extent? Then go to question #12. If no, no further questions required.) 12. What is the current medical status? (Please describe. No further questions required.) Could you please clarify that about the spray questions? Was the liquid actively sprayed outside of instrument? No, the spray was contained inside the instrument.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2022-00246 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using (B)(4) cart spray of fluid occurred. The following information was provided by the initial reporter spray of fluid under pressure. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) ¿.. Fluid - facsflow solution 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) ¿.. Yes, until the container overflowed 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) ¿.. Yes 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.) 7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin. ¿¿ no, protective ppe gear like gloves was worn when handling the instrument 8. Which part of the body was in contact to the fluid? (Please describe then go to question #9) 9. What personal protective equipment (ppe) was being worn? (Please describe then go to question #10) 10. Was there any impact to patient samples due to leak? (If yes, go to patient samples checklist, if no go to question #11) 11. Was customer harmed/injured? (If yes, provide details - how and to what extent? Then go to question #12. If no, no further questions required.) 12. What is the current medical status? (Please describe. No further questions required.) Could you please clarify that about the spray questions? Was the liquid actively sprayed outside of instrument? ¿¿ no, the spray was contained inside the instrument.